Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 800mg/dl, associated with no power with damage. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the battery cap threads were stripped, the yellow o-ring was visible, and the battery cap was unable to tighten to the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.